Event description:
It was reported that the pump was submerged under water and was no longer responsive. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.